Event description:
The clinician reports the implant was inserted (B)(6) 2008 in ada 7. On (B)(6) 2019, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, bleeding, increased sensitivity and inflammation. No further patient complications were reported.